Manufacturer narrative:
Patient identifier not provided by site. Device lot number, or serial number, not available at time of this report. Us class I product and does not require 510(k) per medtronic navigation regulatory. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. RMA issued. Medtronic evaluation of returned suspect slap hammer finds that as reported, the shaft of the slap hammer was broken off at the end cap. This mechanical failure, detachment, directly caused the event.

Manufacturer narrative:
Lot number and device manufacturer date provided.

Event description:
A medtronic representative reported that, while in a surgical procedure, a slap hammer was broken. The stop broke off when upward force was applied. No fragments were left in the patient. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.